Event description:
A patient reported experiencing inaccurate low results with an one touch meter. Patient's blood glucose was 131, 101, 90 mg/dl. Tests were done 10 minutes apart. Patient did not experience any adverse events. No further information has been reported.